Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service for the compressor was requested by the user facility. Investigation was performed by an unauthorized third party service provider. Our field service engineer (fse) performed an o2 sensor calibration on the connected ventilator. The ventilator passed all safety and functional tests and was cleared for clinical use. No ventilator logs have been provided. No information about the current status of the compressor has been provided. No investigation of the compressor has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that while the compressor for supply of air gas was connected to a ventilator, the ventilator generated high o2 alarms. There was no patient harm. Manufacturer reference #: (B)(4).